Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy has an abscess which will require surgery with a question of peritonitis. In additional follow-up, the patient¿s pd nurse stated that the patient has a pre-existing and ongoing abscess located in the lower abdominal wall outside of the peritoneum. The nurse indicated that the patient has a history of boils and believes the abscess may have formed from a boil and is not related to dialysis. The patient will require removal of the pd catheter (not a fresenius product) which will result in the patient switching to hemodialysis for renal replacement needs. With respect to the reported peritonitis, the nurse stated that on (B)(6) 2025 the patient¿s kitten bit the tubing of the liberty cycler set. Due to this breach in sterility, the patient was placed on prophylactic oral antibiotics (medication not provided). The liberty cycler set (lot number unknown) has been discarded. Despite prophylactic antibiotic therapy, the patient developed cloudy pd effluent. As a result, on (B)(6) 2025 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria pasteurella multocida. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided). The nurse reported that the patient is recovering from the event and has been completing pd treatments with the same cycler (pending removal of the pd catheter). The nurse confirmed that the patient did not have any fluid leaks, or any product malfunctions associated with the peritonitis event. The nurse stated pasteurella multocida bacteria is associated with breach in sterility of the pd pathway due to the patient¿s kitten biting through the tubing of the liberty cycler set.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew the bacteria pasteurella which is associated with normal oropharyngeal flora of domestic pets. Therefore, based on the available information, the patient¿s peritonitis can reasonably be attributed to a breach in the sterile pd pathway due to the patient¿s pet biting through the tubing of the liberty select cycler.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy has an abscess which will require surgery with a question of peritonitis. In additional follow-up, the patient¿s pd nurse stated that the patient has a pre-existing and ongoing abscess located in the lower abdominal wall outside of the peritoneum. The nurse indicated that the patient has a history of boils and believes the abscess may have formed from a boil and is not related to dialysis. The patient will require removal of the pd catheter (not a fresenius product) which will result in the patient switching to hemodialysis for renal replacement needs. With respect to the reported peritonitis, the nurse stated that on (B)(6) 2025 the patient¿s kitten bit the tubing of the liberty cycler set. Due to this breach in sterility, the patient was placed on prophylactic oral antibiotics (medication not provided). The liberty cycler set (lot number unknown) has been discarded. Despite prophylactic antibiotic therapy, the patient developed cloudy pd effluent. As a result, on (B)(6) 2025 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria pasteurella multocida. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided). The nurse reported that the patient is recovering from the event and has been completing pd treatments with the same cycler (pending removal of the pd catheter). The nurse confirmed that the patient did not have any fluid leaks, or any product malfunctions associated with the peritonitis event. The nurse stated pasteurella multocida bacteria is associated with breach in sterility of the pd pathway due to the patient¿s kitten biting through the tubing of the liberty cycler set.